Event description:
The customer obtained non-reproducible and higher than expected vitros trop I es results from a patient sample and a troponin I-free sample processed on a vitros eciq immunodiagnostic system. Patient = 0.066 versus expected <0.012 ng/ml; troponin I-free sample = 0.065 versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. The laboratory has a policy to test all vitros trop I es samples using multiple replicates. The higher than expected result was not reported outside of the laboratory. There is no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible and higher than expected vitros trop I es results were obtained from a patient sample and a troponin I-free sample processed on a vitros eciq immunodiagnostic system. The most likely assignable cause is instrument related, as the results of the tropi es within-run precision test were outside of ocd guidelines, indicating the vitros eciq instrument was not performing as intended. An ocd fe performed service actions to multiple subsystems of the instrument. Following these service actions, acceptable tropi es performance was obtained. The possibility that inappropriate pre-analytical sample processing had also contributed to the results could not be ruled out. There was no indication that the vitros tropi reagent contributed to the event.